Manufacturer narrative:
Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.

Manufacturer narrative:
The report of a twisted outflow graft was confirmed based on a photograph that was submitted by the hospital. The patient returned to the operating room on (B)(6) 2017 and the outflow graft was repositioned, after which the calculated average flow rate increased from 1.5 l/min to 5 l/min. The patient remains ongoing on vad support and has had no further flow issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient was admitted to the hospital due to lvad low flow alarms. The patient was asymptomatic. An echocardiogram and angiography CT scan revealed a suspected twisted outflow graft near the connection of the outflow graft to the pump, and underneath the outflow graft bend relief was suspected. On (B)(6) 2017, the patient was returned to the operating room for surgical re-exploration, and the outflow graft was confirmed to be twisted 80 to 90 degrees counterclockwise. After repositioning the outflow graft, the average pump flow estimation went up from 1.5 l/min to 5 l/min. No additional information was provided.